Event description:
Device 2 of 2. Reference: 1627487-2011-04109.

Manufacturer narrative:
Evaluation results: the complaint was not confirmed. All channels exhibit normal device characteristics. Lead migration cannot be confirmed and cannot be analyzed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.